Event description:
It was reported that the user experienced a low glucose event overnight following a full supply change, during which the alarm was perceived as not sounding, followed by subsequent elevated glucose levels in the early morning. The user also reported a gap in continuous glucose monitor data and a decrease in insulin volume without visible leakage. The user¿s glucose levels were in range at the time of contact. Symptoms included hypoglycemia during the overnight period, with no additional clinical symptoms reported. The highest reported glucose level was elevated, and the lowest observed glucose level was consistent with hypoglycemia. Outcomes included no reported medical intervention or hospitalization. A replacement device was issued as a courtesy based on user concern regarding device performance. The original device was returned, and subsequently, a replacement device was also returned (serial number (B)(6)). At the time of this report, the device investigation has not been performed. Once the physical evaluation is completed, a supplemental report will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA¿form¿483 observations to ensure full reporting compliance.